Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "leaking at pink hub where extension line connects". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-lumen PICC for investigation. Evidence of use was observed. Visual inspection revealed the distal extension line contained a small hole directly adjacent to the luer hub. The remainder of the extension line was secured inside the luer hub. The catheter body length measured 16", which is within the specifications of 15 3/4"-16" per the coated catheter product drawing. The distal extension line outer diameter measured 0.09562", which is within the specifications of 0.093"-0.097" per distal extension line product drawing. The distal extension line outer diameter measured 0.058" which is within the specifications of 0.055"-0.059" per distal extension line product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "attach pre-filled saline syringe, if provided, or other syringe to side arm and flush distal lumen with sterile saline solution. Leave syringe in place. Flush remaining lumen(s) with sterile saline. Clamp or attach injection site cap(s) to extension line(s) to contain saline within lumen." Water leaked out of the hole in distal line. A manual tug test confirmed the proximal extension line was secure to its luer hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure , staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. The type of damage observed is consistent with a manufacturing issue in the PICC lines, therefore, the probable root cause is manufacturing related. A non-conformance has been initiated to further investigate this issue.

Event description:
The complaint is reported as "leaking at pink hub where extension line connects". No patient harm was reported. The patient's condition is reported as fine.